Manufacturer narrative:
Device will not be returned for investigation. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
It was reported, guide note broken off, adjustment of the graduation. An alternative instrument was not at hand, an adjustment of 125 was chosen and "manually held".